Manufacturer narrative:
A partial lead was returned for analysis in three pieces. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Event description:
It was reported that the patient's right ventricular lead exhibited high impedance and high capture threshold. The lead was extracted and replaced successfully. A secondary right ventricular lead was also placed prophylactically due to the patient's pacemaker dependency. In an attempt to reconnect the leads to the existing pacemaker, it was noted that the atrial pin did not seat properly in the header. The physician removed the set screw and saw that it was bent and would not properly reconnect with chronic atrial lead. The atrial lead pin was in normal condition and electrically stable. The generator was replaced. The patient was stable and asymptomatic before, during, and after the procedure. Patient presented for device check on december 22. Everything was normal, right ventricular lead stability was verified, the secondary right ventricular lead was removed and patient was sent home.